Event description:
It was reported that patient experienced hyperglycemia event on 03 jun 2026, which was treated with drinking water.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed, street: 18000 devonshire street phone, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.